Manufacturer narrative:
(B)(4) the complainant facility returned the dialyzer to the manufacturer for physical evaluation. Visual examination of the complaint device revealed there to be evidence of blood exposure. The fiber bundle was tinged, and the fibers were wet with some indication of blood contamination. There was no visible coagulated blood within the dialysate compartment or on the circumference of the fiber bundle; however, coagulated blood was noted on both ends of the dialyzer (between the screw flange and the potting cut surface). Gross visual examination of the device did not identify any kinked, broken, looped or damaged fibers on the circumference of the fiber bundle. The complaint investigator was unable to identify any damage, irregularities or defects that would affect the integrity or performance of the dialyzer. The returned dialyzer was subjected to a laboratory bubble point test; no leaks were observed (possibly due to the coagulated blood). The device was then subjected to a destructive disassembly for further visual examination. Both screw flanges were removed and subsequent visual examination of the polyurethane (pu) cut surfaces noted both ends to be intact; no visual damage, irregularities or separations were identified. The fiber bundle was then withdrawn from the dialyzer housing to better inspect the inferior pu surfaces and the fiber bundle. Subsequent visual examination did not identify any damage or irregularities; no kinked, looped, or damaged fibers were noted. No voids were noted during further examination of the inferior surfaces. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was not able to confirm the failure mode. The evaluation of the companion sample confirmed that the device functioned fully as designed and met specification. Therefore, the complaint has been deemed unconfirmed.

Event description:
A user facility reported that a dialyzer blood leak occurred approximately five to ten minutes into hemodialysis (hd) treatment. The blood leak was reported to be internal; blood was visually observed in the dialysate compartment of the device. No dialyzer damage was visible. The machine did alarm. A blood test strip was used to verify the presence of blood in the dialysate and it tested positive. The patient's estimated blood loss (ebl) was approximately 100ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device was returned to the manufacturer for evaluation.